Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the lcp drill sleeve 1.5 f/drill bit ø1.1 (part: 03.114.001, lot: h858898) was received at us cq. Upon visual inspection, minor nicks were identified which do not impact the functionality of the device. Functional test: a functional test was not performed as the returned device was returned by itself. Dimensional inspection: the shaft diameter of the drill guide was measured which was within the specification as per the relevant drawing. Document/specification review: the relevant drawings were reviewed during the investigation (current and manufactured): no design issues or discrepancies were noticed. Investigation conclusion: the complaint condition could not be confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.114.001. Synthes lot # h858898 . Supplier lot # h858898 . Release to warehouse date: 04sep2019. Supplier: avalign technologies-nemcomed. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Only event year is known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the device did not engage with the thread of the plate. The surgery was completed with another device. This report involves one (1) 1.1mm lcp threaded drill guide for 1.5mm lcp plates. This is report 1 of 2 for (B)(4).